Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a shield safety failure occurred with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, "it's noticed that safety shield activation failure during penetration."

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 6295387. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Closer inspection of the returned device was able to identify a small indentation on the needle which allowed the safety device to catch the needle during retraction. Based on the physical characteristics of the deformed section our engineers were able to determine that the most likely root cause for this event is related to a jam in the manufacturing machinery. To address this, our facility has notified the appropriate personnel of situation in order to increase vigilance during operation.

Event description:
It was reported that a shield safety failure occurred with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, "it's noticed that safety shield activation failure during penetration."